Event description:
During removal of the sheath from arm of the pt, the white hub on the proximal part of sheath detached from the main body of the sheath. This resulted in unrestricted flow from patient's arm which was subsequently clamped. There was no adverse effects suffered by the pt. The reporter further stated: "the clinician has used our sheaths for a number of years and has had nothing like this happen before." The pt did not require any add'l procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). A review of complaint history, device history record, drawings, manufacturing instructions and quality control was conducted during the investigation. The product was not returned for evaluation. The device history record was reviewed. Other relevant documentation regarding the manufacture of this device was reviewed. There was no evidence that the product was manufactured incorrectly. Without additional information or the benefit of a returned complaint device, no conclusion can be drawn about the cause of this complaint. Based on the risk assessment performed, no additional actions are required at this time. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints. A review of complaint history, device history record, drawings, manufacturing instructions and quality control was conducted during the investigation. The product was not returned for evaluation. The device history record was reviewed. Other relevant documentation regarding the manufacture of this device was reviewed. There was no evidence that the product was manufactured incorrectly. Without additional information or the benefit of a returned complaint device, no conclusion can be drawn about the cause of this complaint. Based on the risk assessment performed, no additional actions are required at this time. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
During removal of the sheath from arm of the patient, the white hub on the proximal part of sheath detached from the main body of the sheath.this resulted in unrestricted blood flow from patients arm; which was subsequently clamped. There was no adverse effects suffered by the patient. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4). Event is under investigation at this time.